Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported catheter puncture sheath curled at the front end. The device was not used on a patient. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported catheter puncture sheath curled at the front end. The device was not used on a patient. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer sheath were returned for evaluation. An initial visual observation of the photographs showed two longitudinal splits in the tip of the microintroducer sheath and the edge of the sheath tip between these two splits was observed to be slightly buckled. Some use residues were observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.